Event description:
It was reported that while performing an atrial fibrillation ablation using a navistar thermocool catheter, the stockert generator did not automatically turn off and continued ablating even though there was no temperature drop. The stockert generator had to be manually turned off. It was reported that the thermocool irrigation flush was turned off. The catheter's irrigation was tested prior to insertion and all flush holes were working. There was no abnormality in the catheter irrigation. The irrigation maintenance rate was set to 2cc. There were two physicians that switched in and out during that procedure. It is unclear if one of them turned the catheter irrigation flush off. The physician did notice low wattage energy delivery. Even though the catheter was not getting any flush to it, the generator did not recognize a lack of temperature drop (although it was set at 2 degrees) and continued to ablate. A large amount of char formed on the tip of the catheter. No steam pop was heard, no patient injury was reported.